Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that torsion and/or tensile stress exceeding the product design limit might have been applied on the distal segment of the minamo guide wire during wire removal while the distal segment of the wire was trapped between the stent strut and the vessel wall. Consequently, the distal segment of the minamo guide wire was fractured. It was concluded that this event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a lesion in the right coronary artery (rca). An asahi minamo guide wire was advanced into the coronary artery for stenting. After the procedure was completed with stent deployment, coronary computed tomography reveled a tip fragment of the minamo guide wire in the patient anatomy. As the tip fragment was found after completion of the procedure, no attempts were made to retrieve it. The physician commented that resistance was met during removal of the minamo guide wire after delivery of the stent. It was informed that there were no adverse patient effects associated with this event.